Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a power-on-reset (por) condition on the pt programmer and loss of therapy. The por was resolved. The pt returned to her level of therapy prior to the por.